Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that multiple cartridges only held 150 units of insulin. Reportedly, customer would load a new cartridge to address the issue. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200-300 mg/dl.